Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Defect found on returned test strips: high blood readings. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-072: vial left open for an extended period of time. Note: customer contacted manufacturer in a follow-up call on 30-jul-2024 - he is satisfied with the results on the replacement products, customer also stated he ran control test and it tested within range.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 195, 259, 226, 192 and 205 mg/dl. The customer¿s expected fasting blood glucose test result range is 150-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/13/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 195 mg/dl date: (B)(6) 2024 time: 10:06am fasting. Result 2: 259mg/dl date: (B)(6) 2023 time: 8:52am fasting. Result 3: 226 mg/dl date: (B)(6) 2023 time: 8:51am fasting. Result 4: 192 mg/dl date: (B)(6) 2022 time: 9:29am fasting. Result 5: 205mg/dl date: (B)(6) 2021 time: 8:56am fasting.